Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient requested guidance on filling the insulin cartridge only halfway to avoid wasting insulin and was advised this would be off label, and the patient also reported a low glucose event and postprandial highs with a request for additional training and troubleshooting. Symptoms included hypoglycemia with a reported glucose of 67 mg/dl, feeling worried, tired and anxious. Outcomes included self-treatment of the low with oral glucose. Investigation included customer support review and education with referral for follow-up training. Investigation of this case revealed no device malfunction reported and that the cause of the hypoglycemia and postprandial hyperglycemia remained unclear pending further training and troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.